Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer was did not complete the check. Reportedly the customer is using fiasp insulin. Multiple follow attempts were made by tandem clincal support, however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 320 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.